Event description:
The customer reported via phone call experiencing low blood glucose levels for 1 month. The customer stated that she had been in an automobile accident. She stated that before leaving home, her blood glucose had been 179 mg/dl, which was the last reading she had taken before the accident. She stated that she had experienced low blood glucose intermittently since beginning insulin pump therapy. Her bg was in the 30 mg/dl range at the time of the low event. She treated with 3 glucagon tubes, and her most recent blood glucose was 79 mg/dl. She noted that she had not been admitted as an inpatient for medical treatment. She confirmed that the reservoir showed the same amount of insulin as was shown on the status screen. She reported that the insulin pump had not been exposed to a magnetic resonance imaging machine or strong magnetic field. She was advised to consult her doctor regarding the low blood glucose. She was advised to monitor the insulin pump and call back if issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.